Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens, -8.5 diopter tore during loading. The lens was implanted, removed, and replaced intraoperatively and the problem was resolved. The lens was discovered broken after opening the vial. This occurred on (B)(6) 2020. The cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture, residue, and debris on the lens. Visual inspection found the optic and haptic torn with residue and debris on the lens. Claim#: (B)(4).